Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2006186. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the picture samples, one syringe was observed without any scale marking. The process used to print the scale onto the syringe is called ¿hot stamping.¿ a metal stamp is heated and interposes a black printing foil onto the syringe barrel. Through the use of pressure, the printing foil is embedded into the barrel wall. The observed defect was a consequence of an error in this printing process related to a defective printing foil reel. If the printing foil does not work as expected, it is not correctly stamped and embedded. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced missing scale marking. The following information was provided by the initial reporter: on (B)(6) 2021, china resources received feedback from a teacher from (B)(6) that when opening a 5ml syringe, it found that there was no scale line on the syringe, and it was promptly removed after discovery, and it was not used on the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced missing scale marking. The following information was provided by the initial reporter: on (B)(6) 2021, (B)(6) resources received feedback from a teacher from (B)(6) that when opening a 5ml syringe, it found that there was no scale line on the syringe, and it was promptly removed after discovery, and it was not used on the patient.